Event description:
It was reported that the inner cannula did not lock in the tracheostomy tube. The tracheostomy tube was changed without any reported patient injury. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). One sample of a shiley tracheostomy tube was received for evaluation, including one cuffless fenestrated tube, one size 6 inner cannula with integral 15mm twist lock connector (white), one fenestrated inner cannula (green connector), and one cap. A visual inspection was performed, and it was observed that all the components were assembled properly at the outer cannula, according to drawings. A torque test was performed, and it was measured 0.94 lbs/in, and this reading was within manufacturer specifications ((B)(4)) according to process instructions. The reading was taken using torquemeter calibration, according to process instructions. A dimensional inspection was realized on the 15mm white connector, and the width of both lug pins were measured 0.073 and 0.073 inches, using a vertex calibration, and these readings were within specifications ((B)(4)). The length of both lug pins were measured 0.068 and 0.075 inches using a vertex calibration, and these readings were within specifications ((B)(4)) according to drawings. The reported customer failure mode was not verified.